Event description:
Customer reported leak in tubing. The leak occurred after the pump was set and beginning to infuse. No pt harm occurred. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leak in tubing was confirmed. The leak was observed to be at the engagement of the tubing to upper fitment engagement. The cause of the leak was identified as insufficient bonding solvent applied during the mfg process. The mfg database was reviewed; no quality issues were noted during production build for the involved lot #.